Event description:
Boston scientific received information that at a device replacement procedure, this left ventricular (lv) lead was noted to have high out of range pacing impedance measurements. The lead was tested in all vectors with out of range measurements in all vectors. This lead was surgically abandoned. An implantable cardioverter defibrillator (ICD) was implanted, therefore a new lv was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.